Event description:
It was reported that during the aca distal ruptured aneurysm procedure, distal access catheter was guided to the ic top area and two microcatheters were guided to the target site. One microcatheter was guided to the distal side of the aneurysm for subject stent deployment, and the other microcatheter was guided into the aneurysm for a jailing technique. After full deployment of the subject stent at the intended position, the microcatheter was slightly advanced along the delivery wire. After embolization of the coil in the aneurysm, an attempt was made to retract the delivery wire of the subject stent into the microcatheter, however resistance was encountered at the distal, and the images showed that the entire subject stent was pulled in tandem with the manual manipulation. The 2.5-mm long marker at the tip of the delivery wire was located at the midpoint of the implanted subject stent, and the two bumpers on the delivery wire and the subject stent were confirmed to be far apart on the x-ray image. The microcatheter was then removed, and a combination of the two new microcatheters was guided to the aca via the coaxial delivery wire of the subject stent. When the high-flow microcatheter reached a1, the delivery wire was pulled again, and the delivery wire was successfully retrieved. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the sdw (stent delivery wire) was kinked at 10cm & 53 cm from the distal end. The introducer sheath and stent were not returned. Functional test was unable to be performed as only the sdw was returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were unable to be duplicated during analysis however the kink to the sdw is indicative of the reported events. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Only sdw was returned for analysis, and was found to be kinked. The introducer sheath and stent were not returned. Based on the event description, its likely when the reported resistance was felt due to patient's meandering anatomy. The as reported code, 'stent dislodged/migrated' will be assigned undeterminable as the stent was not available for analysis. The as reported code 'sdw friction' as well as the as analyzed code, 'sdw kinked/bent', will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the aca distal ruptured aneurysm procedure, distal access catheter was guided to the ic top area and two microcatheters were guided to the target site. One microcatheter was guided to the distal side of the aneurysm for subject stent deployment, and the other microcatheter was guided into the aneurysm for a jailing technique. After full deployment of the subject stent at the intended position, the microcatheter was slightly advanced along the delivery wire. After embolization of the coil in the aneurysm, an attempt was made to retract the delivery wire of the subject stent into the microcatheter, however resistance was encountered at the distal, and the images showed that the entire subject stent was pulled in tandem with the manual manipulation. The 2.5-mm long marker at the tip of the delivery wire was located at the midpoint of the implanted subject stent, and the two bumpers on the delivery wire and the subject stent were confirmed to be far apart on the x-ray image. The microcatheter was then removed, and a combination of the two new microcatheters was guided to the aca via the coaxial delivery wire of the subject stent. When the high-flow microcatheter reached a1, the delivery wire was pulled again, and the delivery wire was successfully retrieved. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.